Event description:
Caller states the patient tested 3.1 inr on the coaguchek xs system (B)(6) 2013. On (B)(6) 2013 the patient reported black stool and fatigue. On (B)(6) 2013 the caller contacted the hospital but was advised to wait until the patient's scheduled appointment. On (B)(6) 2013 the patient asked to be taken to the hospital. An ambulance was called, and at 17:30 a comparison lab retuned as 10 inr. The patient was admitted to an intensive care unit and received 6 units of blood as well as heparin injections. The caller reported that the patient suffered internal bleeding. As of (B)(6) 2013 the patient was still in the hospital but stable. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6).